Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) in both the eyes one day post treatment. The steroids were increased. The dlk was noted to increased each day, therefore, flap lift and irrigation was performed on both the eyes. No further information has been provided.